Manufacturer narrative:
Results and conclusion: (tortuous, severely calcified lesion with 80% stenosis). (Stent deformation). (Stent). (B)(4).

Event description:
It is reported that during the procedure physician used an endeavor resolute rx device to treat tortuous and severely calcified lesion that exhibited 90% stenosis in the middle of lcx. The device could not pass the lesion, which was pre-dilated with sprinter legend 1.25mm (12 atm, 13 s). 80% of stenosis remained after pre dilatation. It is reported that the device could not cross the lesion due to calcification. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician dilated the lesion again with sprinter legend 2.00mm (2 times, 12 atm, 10s; 70% stenosis remained) and used a new endeavor resolute rx 2.25mm x 30mm device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: distal tip was damaged. The 4th and 5th proximal stent segments and the 8th and 9th distal stent segments had raised struts. The stent was positioned correctly on the balloon as per specification requirements. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).